Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had a trial lead implanted. The pt experienced leg pain post-operatively, the physician removed the lead and administered pain medication. The pt's pain issue resolved later that day and was released from the hospital.